Event description:
It was reported that a power source alert 07 occurred, resulting in a pump shutdown. There was no adverse impact to the customer's blood glucose level. The customer continued to use the pump for insulin therapy.